Event description:
Additional information: the patient¿s father reported that there had been alarms of no external power during early morning hours every few days. Log file analysis confirmed (B)(6) 2019 at 4:09 am, and (B)(6) 2019 at 2:09 am. The father reported two more no external power events not captured in the log files, (B)(6) 2019 at 8:20 am and (B)(6) 2019 at 6:00 am. The mpu locking cord was double checked for security multiple times. The issues with this mpu began in (B)(6) 2019 and the power cord was changed. With continued no external power alarms in (B)(6) the mpu was ultimately replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient losing external power while connected to the mpu, was confirmed in the submitted log file and event communications. The customer submitted a heartmate 3 log file on (B)(6) 2019 for review. The customer sent a second log file on (B)(6) 2019 for review and reported similar loss of external power events occurring. Technical service reviewed the log files and replied to the customer in both cases. Log file submitted (B)(6) 2019: the log file contained approximately 7 days of patient event data. The patient lost external power on two occasions while on mpu power; both occurrences were at approximately 4:30am with durations of 20 and 27 seconds in total. The lvad system was powered by the controller¿s backup battery during these loss of external power events. The customer noted that the patient was using the locking ac power cord with the mpu. They also reported that the mpu was not being covered or obstructed (airflow) during operation. The customer noted that the patient¿s (transitional care) facility may have had ac power line issues. No additional information regarding the facility¿s electrical service was reported. Log file submitted (B)(6) 2019: the log file contained approximately 6 days of patient data. The events were similar to those occurring in (B)(6) 2019. The patient lost external power on two occasions while on mpu power; the times of occurrence (2am and 4am) and durations (25 and 21 seconds) were similar to the previous reported occurrences. Again, the lvad system was powered by the controller¿s backup battery during these loss of external power events. The mpu was not returned for evaluation. The reason for the loss of external power was unable to be determined based on the log file and reported event information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was not provided. The approximate age of device cannot be calculated at this time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced two no external power between 4 and 4:30 am. The patient suspected some sort of power surge/draining to the line being used. The mobile power unit (mpu) was not covered and air was circulating freely around the mpu at the time of the events. The manufacturer's technical service representative reviewed the log file and confirmed no external power events. This evient is caused by the power cord coming loose at the mpu, ac wall outlet, or house power disruption. The patient does use the locking version of the power cord.